Event description:
Major pump unit(s) involved: external control system failure;pbu cable.specific component(s) involved: component: pbu cable.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): reminded pt about care of equipment.implant device type: lvad.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific cause could not be identified. No instrument related issue could be identified. As no sample was available, no investigation including interference analysis could be performed. Insufficient information was provided for further investigation. The patient was not adversely affected.

Event description:
The user was concerned about the upper linearity for the cortisol assay as they had a sample for cortrysyn stimulation that made them question the upper measuring range. The user stated typically a baseline sample was drawn and then a second sample was drawn thirty minutes post cortrysyn administration. The user normally expected a doubling of the results. All results are in ug/dl. The baseline sample gave a result of 62.40, repeat 62.13. The tech thought this was too close to the upper part of the range, so she ordered it to run on decreased volume and gave a result of 98.84 and 100.3. The user also performed a manual 1:10 dilution with a result of 104.6. The result of 98.84 was reported. The user believed the result of 62.40 to be the accurate result. The user declined service and stated she does not feel there is an analyzer issue. She stated she does not feel there were any erroneous results nor was the patient affected.